Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of error e433. Device evaluation service repair noted, e433 on start up confirmed. Unit getting persistent e433 on start up due to faulty generator board. The board needs to be replaced. In addition, top cover has minor scratch and bent at the back. Minor crack in front panel (non ¿critical) noted. The product was sold on 23 february 2017. Error e433: the occurrence of error message e433 was reported. The inspection carried out by the service business center (sbc) identified the generator board as the cause of the reported error. Scratches on housing cover: the inspection carried out by the sbc revealed scratches on the housing cover. Cracks front panel: cracks on the front panel were also reported. Error e433: the error message e433 occurs when the effective value of the output signal falls below the specified limit, which normally indicates a low-impedance diode chain. For safety reasons, the esg-400 will then be restarted. If the cause of the error remains, unlimited permanent restarts may be the result. Please note that the unit is then no longer ready for use. Kindly note that it is theoretically possible that when error message e433 occurs, error message e460 may also occur. However, the checks for the output of e433 are carried out before the checks for e460. It should be mentioned that a restart of the generator is the consequence in both cases. It is important to state that in the case of the occurrence of e433 no further check for e460 will be carried out. E433 therefore covers e460. The possible causes for the occurrence of error message e433 are: 1) malfunction of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2) the user operates the footswitch while the generator is booting (temporary error caused by the user). 3) defective foot switch (temporary error). 4) defective foot switch (temporary error, defective reed contact). 5) defective cable connection between the hvps board and generator board (temporary or permanent error). 6) defective cable connection for the output signal between the generator board and relay board (temporary or permanent error). 7) defective current transformer on the generator board (permanent error). 8) defective impedance transformer on the generator board (permanent error). 9) defective peak rectifier on the generator board (permanent error). 10) insufficient output voltage due to poorly switching hf output stage on the generator board (permanent error). 11) no or insufficient supply voltage from the hvps board (permanent error). 12) defective motherboard (ntc1, permanent error). 13) defective motherboard (adc, permanent error). 14) defective tvs diodes on the relay board (permanent error). Kindly note that if the error message e433 occurs only sporadically (temporarily), then no further action is necessary. However, if error message e433 occurs frequently or even permanently, the esg-400 should be technically inspected. Based on experience, the generator board, the hvps board, the motherboard and finally the relay board should be tested in another esg-400 with regards to error message e433 and replaced if necessary. In general, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. The replacement of the generator board is only necessary if the old generator board is proven to be defective and causes a permanent error pattern. In the case of temporary error patterns or if the error message e433 cannot be reproduced at all, replacement of the generator board is not advisable, even as a precautionary measure. In this case, a fault on the part of the user cannot be completely ruled out. Any error messages that may appear are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The device history records (DHR) review showed that the device was manufactured according to valid instructions and met all specifications. Scratches on housing cover: according to our investigators, the cause of the reported issue is most likely due to improper handling on the part of the user. The visual defects and minor mechanical damage reported in this complaint, such as scratches or dents on the housing or front panel or unknown deposits on the surface of the device, usually do not affect the electrical function or the safety of the patient and user. Provided there is no evidence of a functional defect or safety risk resulting from such defects, olympus assumes that the device shows normal signs of use. For this reason, such errors have not been explicitly addressed in the above report. However, should the investigator conclude that any of these faults are significant, the faults will still be reported as a fault pattern to at least facilitate a trending process. Olympus will continue to monitor complaints for this device.

Event description:
It was reported the device getting persistent error e433 on start up. According to the report, error code is displayed on bootup preventing any further action "main display - error 433". The issue found at preparation for use. Troubleshooting performed with the customer to conclude the footswitch was not the issue. There was no patient harm, no user injury reported due to the event.